Event description:
Patient reported attempting to perform a blood glucose test, while experiencing hypoglycemic symptoms. Patient stated that she was unable to obtain a quantitative value, as the device generated an error message. Patient indicated that she was sweating, unable to concentrate, tired, hungry, and incoherent. Patient's neighbor reportedly treated her with juice and candy. Patient noted that, by this time, she was unable to treat herself. No additional treatment was received. At the time of the event, patient's meter was not properly coded for the test strips. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.